Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2024, the patient reported elevated blood glucose levels during the day after eating and drinking for the holiday. No device alerts or alarms were present. Approximately one hour prior to the call, the patient had switched infusion sites from inset to contact detach. Blood glucose was visible on the device screen and confirmed by manual testing. No prior issues were reported with the inset site.